Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1915sf-1 drive assembly (no batch indicator present) was received for investigation. Visual inspection identified that the corkscrew anchor had broken off the distal tip of the drive shaft, with remnants visible within the cannulation of the driver. The fragmented anchor detailed in the event description was not returned for analysis. Although the suture construct was returned with the driver, there was no fraying or breakage present across the suture. Material analysis identified that the driver shaft met all as-received specifications. It was noted that the method of bone preparation, as well as the bone quality encountered, were not recorded. As such, the observed condition is most likely the result of improper bone preparation, off-axis insertion, and/or prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the device broke during the surgery inside the patient. The broken piece was retrieved from the patient. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 01-mar-2021: further information was received and the affected part number in this case is ar-1915sf-1.